Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced twiddler's syndrome causing the right ventricular (rv) lead to get damaged. There was not dislodgement observed. This rv lead was surgically abandoned. No additional adverse patient effects were reported.